Event description:
It was reported that the lead was replaced due to hv impedance variability. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Evaluation summary: the proximal segment of the lead was returned, analyzed, and no anomalies were found.